Event description:
It was reported that the customer had sensor and keypad issues. The customer experienced an elevated blood glucose level of 327 mg/dl. The insulin pump's buttons were hard to press and she often had to press a key to get a response. The sensor alerts would keep her awake at night. She also received meter blood glucose now, in the middle of the night. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with no button response due to flattened esc, act, up and down button dome switch. Unable to verify sensor alerts due to no button response. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)